Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year old caucasian female patient underwent breast augmentation revision with a 460cc mentor smooth round high profile saline breast prosthesis on the left breast. Post-operatively, the patient was diagnosed, in office, with spontaneous left breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
On january 23, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 460cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear (a) within the crease/fold on the posterior view, measuring approximately 0.1 cm. In addition, a tear (b) was found on the anterior view, measuring approximately 1.1 cm. Microscopic examination was performed on the edges of the tear (b), and parallel striations were found in an area of the tear (b), measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (b) could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the possible cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (5812913). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient was also diagnosed with thickened capsule on the left breast. The patient underwent left open capsulotomy and bilateral breast implant replacement with the following devices: (left) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 9885711 sn: (B)(6) and (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 9911313 sn: (B)(6) .

Manufacturer narrative:
On january 19, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.